Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he had battery charging issues and was unable to palpitate the implant. The patient stated that he had two bumps where the battery was and they hurt. The patient noted that this had been going on for two weeks and he got good stimulation the last time he was able to recharge. No external or patient factors were known to have contributed to the issue. The patient was directed to see his healthcare provider. No actions or interventions were taken at the time and the issue was not resolved at the time of the report. Additional information was received. It was reported the patient had an appointment on (B)(6) 2020. Additional information was received. It was reported that the rep had done probably 5 passive recharge cycles, reseated the battery pack, and tried to re-pair the device. The controller was not fully charged when they started the process and it had been so long since the patient used the system that the controller lost its programming. Technical services walked the rep through 2 disable device cycles and the ins still was not charging normally. It was reviewed that the ins was likely very depleted and needed additional passive recharge cycles. It was suggested that the rep do 3 more cycles, potentially disable the device again and call back if the issue did not resolve. Additional information was received. It was reported that the cause of the issue was patient non-compliance and not having a full charge on the controller at the appointment. The controller was plugged in overnight and the patient was charged and getting stimulation. The issue was resolved, but the rep would be following up at the patient's next appointment on (B)(6). The patient's doctor had been made aware of the event. Additional information was reported that the patient called today and has decided it doesn't help now that it's back on and wants the device explanted. The explant has not been scheduled and the patient has an appointment on (B)(6).

Event description:
The patient had the device explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.